Event description:
Pt pacemaker/aicd was removed and replaced due to high v pace impedance, over firing. I was alerted to this via letter from medtronic dated feb 13. I reviewed medical record- there is question as to the integrity of the lead, lead malfunction. Pt had new pace placed and is doing well.